Event description:
Per the clinic, the patient¿s fixture failed to osseointegrate and fell out. No other information was provided at the time this report was filed.

Event description:
In an article title "evaluation of percutaneous balloon kyphoplasty in the treatment of vertebral body compression fractures due to multiple myeloma", the following events were reported: three pts had worsened of vertebral collapse. One pt had a foot drop. No additional info was reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B) (4).